Event description:
Reportedly, during a standard implantation of an ICD, after the connection of the leads and the activation of the memories, all the tests were performed (sensing, impedances, thresholds). However, the tablet never displayed the values of impedances, showing instead the values of the other tests. By closing the session and restarting it with a new interrogation of the device, the tablet showed the impedances values.